Manufacturer narrative:
The transmitter exhibited a melted power plug/prongs. The visual inspection revealed that the power plug on the alternating current (ac) power adapter was melted; however, there was no other damage present to the transmitter or to the ac power adapter (aside from the plug). The unit was plugged into a working ac electrical outlet once the original prongs were swapped with the testing prongs and the unit powered on successfully. Further analysis was performed using the testing prongs. The unit proceeded to boot up to sleep mode, which is considered normal behavior for a transmitter. Software v8.3 rev.1 was then installed with success and the patient data was deleted successfully. In conclusion, the transmitter functioned as it should once the melted plug was replaced with the testing plug.

Event description:
This report is to advise of an event observed during analysis.